Manufacturer narrative:
The insulin pump had scratched display window, scratched case and cracked reservoir tube lip noted during visual inspection. No cracks noted on lcd glass or display window. Motor error alarmed during rewind due to moisture damage on motor assembly. The insulin was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to motor error alarms. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that there was a scratch on the lcd screen. The customer reported that they were unable to read the display. The customer's blood glucose was 411 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.